Event description:
Complaint regarding a non-compliant oxygen concentrator sold on amazon. Dear FDA, I am writing to you with a complaint regarding a potentially hazardous medical device sold on amazon's website. Specifically, the oxygen concentrator listed at https://www.amazon.com/dp/b0cr8yzvpm has failed to perform as advertised, posing a significant risk to my health. I recently purchased this oxygen concentrator to aid in my daily health maintenance. However, upon using it, I found that the oxygen concentration it provides is inadequate to meet my medical needs. As a result, I have had to resort to renting a hospital-grade oxygen concentrator, which has been a significant inconvenience and financial burden. The product description on amazon suggests that this oxygen concentrator is capable of providing a sufficient oxygen concentration for home use. However, in my experience, this has not been the case. I believe that the sale of this product, in its current state, is a violation of FDA regulations and poses a threat to the safety of consumers. I am requesting that the FDA investigate this matter immediately and take appropriate action to have this product removed from amazon's website. The continued sale of this oxygen concentrator could lead to further harm to consumers who rely on such devices for their health and well-being. I appreciate your attention to this matter and look forward to a prompt and satisfactory resolution. Thank you for your time and consideration. I remain hopeful that you will take swift action to protect the health and safety of consumers.